Manufacturer narrative:
Patient information were not provided. The age of the device was calculated as the time elapsed between device sterilization and the date of the event. Per exemption number e2016005. The involved device has been requested for return to sorin group (B)(4) for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group (B)(4) has received a report that during a procedure, transmembrane pressure rose. Gas exchange performances were not affected. The medical team elected to administer nitroprusside and ringer acetate to the patient. The procedure was completed with no issue: the transmembrane pressure was stabilized and it decreased to standard values. There was no report of any patient injury.

Manufacturer narrative:
Sorin group italia manufactures the inspire 7 hollow fiber oxygenator with integrated arterial filter and hardshell. The incident occurred in umea, sweden. The involved device has been returned to the manufacturer. Visual inspection results in no structural defect neither any residual blood traces found. To investigate the presence of possible biological traces, related to the claimed failure, the device was rinsed with formaldehyde solution and sectioned. No biological deposits were identified neither within the oxygenator fiber bundle nor in the heat exchanger fiber bundle. As per the evidences collected, the root cause of the event could not be traced to any device-related malfunction since the increase of hydraulic resistance experienced by customer is related to undesired cellular activation associated with platelet adhesion and fibrin layer deposition inside the oxygenator. Based on medical literature, the origin of the activation and interaction appear to be not device related and to be multi-factorial in nature. For this reason, no specific corrective action has been identified at the present date. Livanova will keep monitoring the market.

Event description:
See initial report.